Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door failed immediately after recovery, displaying a 'requires maintenance' message and repeatedly clicking the latch. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door 2 had no failure. A field service engineer (fse) found no issues upon arrival. However, fse cleaned the latch on door 2 and all other latches as a preventive maintenance while on site. The system tested successfully, and pharmacy technician verified proper operation through the inventory application without any issues. The system functioned as intended after the field service engineer tested the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door failed immediately after recovery, displaying a 'requires maintenance' message and repeatedly clicking the latch. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.